Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that once the piggyback medication finished, the screen indicated that it switched to the primary bag but continued to pull from the secondary bag. Then the pump module alarmed, displaying air-in-line. The tubing clamps were not engaged. Although requested, no further information has been received.